Event description:
Subsequently to the initially filed MDR, returned device analysis found that a separated portion of the guide along with the link/cuff component was noted to be missing. Follow up with the account confirmed that the link/cuffs were discarded. The location of the separated guide piece remains unknown. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. There was piece of the guide separated and not returned. The material at the noted separation was jagged. The returned device condition indicates that the plunger was not depressed and there is no evidence of plunger retraction (step 3) since the plunger is still intact. Follow-up with the account confirmed that the correct device was received and is aware of the missing piece of the guide. The account confirmed that the link and cuffs were discarded. Therefore, the reported event could not be confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure in a small bore hole. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.